Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. The process step was before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and visual inspection were performed. An upstream occlusion alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be an uncalibrated upstream occlusion sensor. To correct the condition, the upstream occlusion sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.